Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID#: (B)(4), tw#: (B)(4).

Event description:
It was reported that there was a hole in the package. During unpacking when the box was opened, the device packaging had a small hole in it. Another tubing set of the same type was used to complete the procedure.